Event description:
It was reported that the customer experienced diabetic ketoacidosis resulting in a hospitalization. A blood glucose level was not provided. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the alleged root cause could not be confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.